Event description:
The pt reportedly experienced a performance decrease. The pt's electrode array has reportedly migrated. Surgery to explant the pt's device will not take place due to pt having balance issues. Surgery to implant the pt on the contralateral side will be scheduled.